Event description:
It was reported by service report that the restraint buckle was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Customer evaluated and replaced the restraint straps. Restraint strap buckle.